Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during coil embolization procedure, the coil prematurely detached within the microcatheter. The neuroradiologist was able to place the coil in the aneurysm without any patient clinical consequences.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection revealed that the coil delivery wire and the main coil were kinked/bent and the main coil was found to be stretched. During functional testing, friction was noted in the introducer sheath. However, the reported premature detachment could not be confirmed. Therefore, an assignable cause of "not confirmed" has been assigned to the reported event. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during coil embolization procedure, the coil prematurely detached within the microcatheter. The neuroradiologist was able to place the coil in the aneurysm without any patient clinical consequences.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during coil embolization procedure, the coil prematurely detached within the microcatheter. The neuroradiologist was able to place the coil in the aneurysm without any patient clinical consequences.